Event description:
Customer reportedly received the following results on the advantage system with 10 minutes: 491 mg/dl, 178 mg/dl, and 169 mg/dl. No actions taken based on device results. No adverse event reported. Requested return device, and replacement was sent.